Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered three inappropriate shocks due to an atrial driven rate or supraventricular tachycardia (svt). Technical services (ts) discussed that the change in rate appeared to first occur in the atrium. The shocks slowed the rate but didn't terminate the rhythm. This crt-d remains in service. No additional adverse patient effects were reported.